Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to the tethered leaflet and gap. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed on (B)(6) 2025 to treat tricuspid regurgitation (tr) grade 4+. First triclip used was implanted successfully anterior/septal. Xtw (lot: 40717r1082) was implanted posterior septal. After deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). No additional clip was implanted. The procedure ended with tr reduced to grade 2-3.

Event description:
It was reported that a triclip procedure was performed on (B)(6) 2025 to treat tricuspid regurgitation (tr) grade 4+. First triclip used was implanted successfully anterior/septal. Xtw (lot: 40717r1082) was implanted posterior septal. After deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). No additional clip was implanted. The procedure ended with tr reduced to grade 2-3.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.